Manufacturer narrative:
(B)(4). Date sent: 2/23/2021. D4: batch # u94j58. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the sample and visual analysis of the returned sample revealed that the tb12lt device was returned with no apparent damage. Tyvek packaging was returned along with the device and the seal area was noted to be complete. The event described could not be confirmed as the tyvek was returned without apparent damage. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: one photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows one trocar device inside its partially opened package. The seal can be observed complete in the blister area and without apparent damaged. Based on the photo, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, found the seal had opened. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Enclosed please find the photo.